Event description:
With history of pseudoarthrosis, it was reported that the pt underwent a two-level unilateral tlif from l4-s1 using verte-stack capstone peek vertebral body spacers/infuse bone graft. Pt also underwent posterolateral fusion from l3-s1 with posterior instrumentation. Approx one monthh post-op, the pt complained of radicular pain. CT scan revealed encapsulated fluid collections at both l4-l5 and l5-s1 in the disc spaces at the annulotomy sites. A revision surgery was performed at an unk time post-op where 2 encapsulated fluid collections were found and noted to elevate the l4 and l5 nerve roots. Fluid was aspirated and the fluid collections opened. The fluid collections originated from the disc space, and extending upon the exiting nerves. The aspirated fluid was analyzed, and found to be sterile (i.e. Free of infection.) The posterolateral fusion instrumentation was found to be intact.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.